Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that the cycler alarmed for air detected in the cassette during drain 4 of 7. Treatment was discontinued. When removing the cassette fluid was found in the cassette compartment. No leak was observed to be coming from the cassette upon removal from the cassette door, so the source of the fluid could not be confirmed. The patient's peritoneal dialysis nurse later confirmed that the leak did not result in any adverse event, the patient's effluent remained clear.. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.